Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding half of pen needles from this box, insulin not coming out during injection. Changes the needle then it works. Informed spouse of proper non patient end placement and to complete a flow check before dialing up dose.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding half of pen needles from this box, insulin not coming out during injection. Changes the needle then it works. Informed spouse of proper non patient end placement and to complete a flow check before dialing up dose.